Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA to the architect stat troponin-I reagent, list 02k41-37, abbott laboratories, abbott park, illinois, USA. MDR number 1415939-2023-00047-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated architect stat troponin-I result generated on the architect i2000sr processing module for a patient. The physician questioned the result which initiated the customer to retest multiple samples from that day. This patient sample was repeated on an alternate architect processing module and the result was normal. The customer stated the patient was given heparin due to the falsely elevated architect stat troponin-I result in conjunction with an abnormal ECG. However, it was noted that heparin treatment was given after the architect stat troponin-I result was corrected. There is no information as to the impact on the patient¿s health. The customer stated the patient was discharged home for cardiology follow-up. The following data was provided: customer¿s reference range: < 0.029 ng/ml. Patient 2: (B)(6) 2023, sid: (B)(6), initial result = 0.143 ng/ml; repeat result = 0.000 ng/ml. No further adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.